Manufacturer narrative:
Testing was performed on (B)(6) 2011 using cmv assay on 4 known (B)(6) in house donors on the galileo using retention capture-cmv lot c088 and capture cmv indicator cells lot 228152. Controls performed as expected. One donor reported (B)(6) due to a short sample the other three known (B)(6) in house donors reported (B)(6) as expected. Three of the customer submitted samples had only sufficient quantity to run one set of instrument testing and 2 sets of manual testing ((B)(6)). Performed cmv testing in manual capture on the customers submitted samples (B)(6) using capture-r ready indicator red cells (crrirc), lot 228152 and 228153. Controls performed as expected and all submitted samples tested (B)(6). The result scores are as follows: (B)(6). Performed cmv assay on the galileo using the customers submitted samples and crrirc, lot 228152. Controls performed as expected and all samples except for (B)(6) were (B)(6). (B)(6) was (B)(6). We were able to reproduce one of the customers (B)(6) results. Sample (B)(6) in manual testing with a well score (B)(6) on the galileo which may indicate that the sample may be near the borderline of detection using automated methods.

Event description:
Customer reported unexpected (B)(6) results when testing 4 donor samples on the cmv assay on the galileo and neo instruments. The samples were tested on the pk instrument and resulted as the expected (B)(6).